Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not turn on. Upon troubleshooting, the philips field service engineer (fse) examined the system onsite and found main distribution board system supply breakers not turned on. To resolve the issue, fse turned on the main input power breaker located in the distribution panel. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.